Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2019. The patient developed discomfort and clicking on her left side. On (B)(6) 2019, the surgeon performed an exploratory surgery where he discovered synovial tissue between the fossa and condylar implants. The synovial tissue was removed.

Event description:
The surgeon removed synovial entrapment from the patient's left tmj.